Event description:
The patient experienced a loss of therapeutic effect. There was no known incident or accident related to the complaint. A magnetic resonance imaging of 01/22/2007, revealed that the tip of the right lead was in the frontal horn of the right lateral ventricle. The right deep brian stimulator battery was depleted. The patient was seen in clinic, and was referred to neurosurgery to discuss lead revision and the battery. The patient outcome was reported as "no injury".